Event description:
X-rays were provided to the manufacturer for review. The generator appears on the x-rays to be placed in upper chest in normal arrangement. The pin connector appears to be not fully inserted. But due to the quality and angle of the provided images, this could not be confirmed. The electrodes appeared to be placed in abnormal arrangement. The upper of the electrode was implanted very low in the neck, not as specified in labeling. Strain-relief bend and loop seemed to have been used. One tie-down was found holding the lead but it's unable to assess if they are placed as specified in labeling. A portion of lead behind the generator could not be assessed. No suspected lead break was found on the visible part of the lead. Further information received confirmed that the lead was implanted very low in the neck, as found on the provided x-rays, because as indicated by the surgeon: "this is his surgical technique".

Event description:
It was reported that vns device diagnostics resulted in high impedance (dcdc converter 7). It was reported that the patient experienced an increase in seizures. It was reported that the device was turned off on (B)(6) 2015. X-rays were taken but not provided to the manufacturer to date for assessment. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution. Further information was later received indicating that the patient underwent full replacement surgery on (B)(6) 2015. It was reported that device diagnostics with the new lead and generator were within normal limits. The explanted devices were not returned to the manufacturer for analysis.